Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, stem, lot # unknown. Catalog #: unknown, glenosphere, lot # unknown. Reported event was unable to be confirmed as visual examination of the provided picture identified the tray and bearing were assembled together. No obvious damage could be seen. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02722, 0001825034-2021-02723.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Medical product: catalog #: 115375, comp rvs tray +5mm co 44mm, lot # 703690. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it the hospital would not return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01959.

Event description:
It was reported that a patient underwent a reverse shoulder replacement for a right proximal humeral fracture. Patient also had a contra lateral humeral shaft fracture. The reverse shoulder replacement dislocated and an attempt at a close reduction carried out. Patient did not improve, therefore decision to take back to theatre for revision. During revision case it was noted that the humeral tray had disengaged from the stem. This was not shown on original x-ray therefore the consultant is now querying whether the tray disengaging from the stem occurred during the closed reduction attempt. Attempts have been made and there is no further information at this time.